Event description:
Contact reported that the two pedicle screws were damaged tightening. As a result, the screws had to be removed and replaced by others. This resulted in an extension of the case by 90 minutes. There were no adverse consequences to the patient. As the delay was in excess of 30-mins., an MDR is being filed to document this event. Device 1. See also: 1526439-2008-00060.

Manufacturer narrative:
The screw was not returned for evaluation at the time of filing this report. As a result, an investigation could not be completed. Breakage of the machine thread can occur due to over-tightening the screw during insertion, or by tightening the nut onto the screw at an oblique angle. If the device evaluation finds something other than what is stated above a follow up report will be filed.